Event description:
Same case as MDR#2134265-2014-01707. It was reported that in stent restenosis occurred. The target lesion was located in the mildly calcified and moderately tortuous proximal left anterior descending artery and mid left anterior descending artery. An unspecified size taxus element paclitaxel-eluting coronary stent system was previously deployed in the target lesion. 50% to 70% in stent restenosis was noted. A non bsc guide wire was advanced to the lesion. A 20mm x 2.50mm nc quantum apex balloon catheter was advanced to dilate the lesion. The balloon was inflated at more than 20 atms. Upon removing the balloon catheter, it was noticed that the guide wire moved together with the balloon catheter. It was found out that the wire lumen got stuck with the guide wire. The guide wire and the balloon catheter were removed from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).